Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, the fragmented septum was identified. However, the detached particulate was not returned to confirm matching the missing particulate to the septum during the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause of the fragmented septum is damage by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continually seeks to improve the form, function and ease of use of its products and as part of this process, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic colectomy - "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep - a piece of the septum was found inside the patient cavity, caused by inserting/removing a scope camera during laparoscopic colectomy. The piece was completely removed. The information about the scope camera is not available. Initial investigation report by (B)(6) - the event unit without a piece of the septum was returned to olympus and visually inspected. As seen in the pictures below, the septum was found to be damaged and missing a portion (size approx. 2.4 mm x 2.5 mm).the piece was not returned to (B)(4). The unit will be returned to (B)(4) for further evaluation. (B)(4). Requests: the customer would like to know durability of septum in the case of using scope camera without any sharp locations, please include answer for the following question in the closing letter. To investigate if the event septum had enough durability compared to conforming products." Patient status - "no patient injury."